Event description:
Customer states that a bhcg result of 1.1 iu/l was falsely low on the access system. This result was reported and was questioned by the physician. A repeat test result was > 1000 iu/l. The sample was diluted and a result of 94,942 iu/l was obtained. There was no serious injury associated with this event and no treatment decisions were based on the false result, however a false low bhcg could be used to rule out pregnancy, and treatment of other diagnostic procedures could be based on the false low result. If the patient were actually pregnant, some of these procedures, i.e. X-rays, could potentially contribute to a serious injury to the fetus.